Event description:
Same case as MFR report #: 2134265-2008-03230. Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, moderately calcified, moderately tortuous, proximal to mid rca (right coronary artery) lesion measuring 3mm in diameter with unknown stenosis. Target lesion one was treated with predilation, placement of two overlapping 3.0x20mm taxus liberte stents, and post dilation resulting in 0% residual stenosis. Target lesion two was a de novo, moderately calcified, mildly tortuous, proximal to mid lad (left anterior descending) lesion measuring 3mm in diameter with unknown stenosis. Target lesion two was treated with direct stenting using two overlapping taxus liberte stents (3.0x16mm and 2.5x24mm) resulting in 0% residual stenosis. Some balloon withdrawal resistance was reported for the proximal 3.0x20mm and 3.0x16mm taxus liberte stent delivery balloons. The investigator reported that the resistance was "moderately irritating but not of functional significance". No patient complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. Product unavailable for analysis.